Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any additional reports against the lot code. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: pt was implanted with p.f.c. Sigma knee system in their left knee on (B)(6) 2002. Pt suffered from osteolysis and early failure of his knee implant, which required a revision surgery on (B)(6) 2007, replacing the insert with a sigma cross-linked curved insert. Pt suffered from osteolysis and early failure of his knee implant again, which required a revision surgery on (B)(6) 2009, replacing the insert with another depuy cross-linked curved insert. Thereafter, in (B)(6) 2011, pt returned for further evaluation for osteolysis, pain, and functional limitation, and was advised that further revision surgery was necessary, though there is no mention of when that surgery will be.